Event description:
A false positive advia centaur xp troponin ultra result was obtained for a patient sample. Repeat testing was performed on a second instrument and the result was negative. The patient sample was then retested on the first instrument and the result was negative. The negative result was reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Based on the information provided and instrument evaluation, the fse replaced tubing to the aspirate probes and checked alignments. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.